Event description:
This event was reported as aortic valve endocarditis with staph epidermidis, sub valvular abscess and infected bioprosthesis. The source for the infection is unknown. No further info was provided.